Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set twice; occlusion was resolved. Customer's blood glucose was 356 mg/dl. As pump supplies were changed, cause of blockage could not be determined.